Manufacturer narrative:
(B)(4). Following information was requested but unavailable: are there photos available for review? Was a compatibility table being used? If so, which one? Where was the pad in relations to the body hugger? How is the pad cleaned?

Event description:
It was reported that post op of an aorto bi-femoral bypass, on the back of the patient a burn was noticed. Unknown exactly if the pad was the cause of the burn to the patient. Patient was noticed to have extensive first and second degree burns on patients entire back. They were using both an under body and over body bear hugger, which both tested fine for the biomed. The biomed said they used two coviden esus as well.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2019. Additional information: after this event, the account performed testing of various scenarios including dermatological to determine what might have caused the burn. After testing, they traced/linked the burn to a chemical burn and not from the megasoft pad.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2019. Upon review of the information provided, it was concluded that the device in this event did not malfunction or cause the reported event. Therefore does not meet the FDA defined criteria for a reportable event.